Event description:
Pt was hospitalized for high blood glucose. It was informed that blood glucoses were high before bedtime. The customer has current symptoms of dka at the time of call. Suggested the customer to revert to back up plan of manual injections. Troubleshooting was performed. The pump passed the functional testing and was operating as designed. The programming and histories on the pump were accurate.